Manufacturer narrative:
Beckman coulter field service engineer (fse) confirmed that the probable cause was identified as broken cuvette on the outer cuvette wheel. The fse replaced the broken cuvette to resolve the reported issue. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported low patient results on multiple analytes including rf (rheumatoid factor), crp (c-reactive protein) uibc (unsaturated iron-binding capacity), dbili (direct bilirubin) and tbili (total bilirubin) on their au5800 clinical chemistry analyzer (pn b96697 sn (B)(6). The customer did not provide any data, or patient demographics.